Event description:
The patient indicated that the pump powered of 3-4 times over the past 2 days. The patient indicated that the battery cap was not loose on any occasion.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the pump black box history. No alarms related to the complaint were observed in the pump alarm history. The battery cap secured to the pump and the pump booted appropriately. The pump was exercised for 24 hours without power issues. A battery cap contact test was performed and no battery cap connection defects were found. The pump was opened and no damage was found to the power circuit.